Event description:
The manufacturer received information alleging a ventilator displayed a "high internal leak" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly needs to be replaced to address the issue.